Event description:
It was reported that the patient was scheduled for a lead revision because the leads had migrated upper. When opening the skin to locate the leads, the surgeon found out that the anchor was sutured on the fascia; they could easily manipulate the lead in the anchor. The anchor was not holding the leads in place. The product was left in the patient because it would have been too difficult to remove. Action taken as a result of the event was noted as repositioning of the electrode minimal surge. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: anchor model # 3550-39 lot # 0204748482 implanted (B)(6) 2011 explanted unknown (revision surgery 2012-03-15); lead model # unknown lot # unknown implanted unknown explanted unknown. (B)(4). The device is included in the medical device safety alert, titan anchor field action, physician communication (october 27, 2009).